Event description:
The complainant reported that during a therapeutic procedure, an internal bolster detacted from an enteral feeding device when the physician was pulling the bolster from a fistula in the pt. The internal bolster remained in the pt. The device was reported to have been in place in the pt for 140 days. The physician then inserted a scope in the pt to aid in the removal of the bolster, but the bolster had moved to the pt's duodenum. Another enteral feeding device was successfully placed in the pt. The physician allowed the detached bumper to remain in the pt, as he felt that it would be eventually eliminated from the pt via defecation. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.